Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was difficult to open and an unspecified break occurred when trying to open it. This event was observed during patient use. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.